Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no complications, and the patient condition was good post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was discarded and will not be returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected based on the limited information provided and the review conducted. It was reported that a balloon rupture occurred. The complaint device was discarded at the facility and did not return for analysis. Patient anatomy and procedural details were unavailable. Without media attached to the complaint information or the device returned for analysis, a clear conclusion cannot be determined, and the allegation cannot be confirmed.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no complications, and the patient condition was good post-procedure.